Manufacturer narrative:
D3 product analysis: ¿ as found condition: the pipeline flex shield was returned partially deployed and stuck at the distal tip of the phenom 27 catheter, within the outer carton, bio-hazard bag, and shipping box. ¿ damage location details: the distal and proximal dps restraints were intact, and the dps sleeves showed no signs of damage. The distal hypotube appeared to be stretched, but the ptfe shrink tubing remained intact. The braid was found to be detached from the pushwire, with both the distal and proximal ends of the braid open and frayed. No defects were observed in the tip coil, distal marker, re-sheathing marker, resheathing pad, or proximal bumper. An examination of the catheter tip and marker revealed no damage. However, the catheter body was flattened between 6.8 cm and 9.5 cm from the distal tip. No other anomalies were noted. ¿ testing/analysis: the pipeline flex shield braid was pushed out from the catheter lumen with difficulty. The total and usable lengths were measured and found to be within specifications. The catheter was flushed with water and confirmed to be patent. An in-house 0.026¿ mandrel was then tested by running it through the catheter hub, successfully passing through without issues. However, resistance was observed at the damaged locations. ¿ conclusion: based on the returned devices, the customer's report of "device opens prematurely" was confirmed, as the braid was found to be detached from the pushwire. While the root cause could not be definitively determined, a possible contributing factor might be the repositioning of the pipeline flex shield device after deployment past the resheathing marker. The customer noted that when the deployment position was slightly changed to a more distal site, the pipeline came off the resheath pad. According to our instructions for use: ¿do not attempt to reposition the pipeline flex with shield embolization device after deployment past the resheathing marker.¿ the report on the customer's complaint of "pipeline braid twisted/ribboning" was not confirmed because both the distal and proximal ends of the braid were open and frayed. Moreover, the middle section of the braid was fully open without any damage. The possible causes include vessel tortuosity, damaged braid, or deployment of the braid in the vessel bend. However, the customer indicated that the vessel tortuosity was moderate, which rules it out as a potential cause. The customer did not report whether the braid was deployed in the straight or in the bend of the vessel; therefore, the deployment of the braid in the vessel bend could not be ruled out as a possible cause. In this event, the damaged braid may have contributed to the reported issue. Damage to the braid may result from resheathing more than twice, over-manipulation, deployment technique, or deploying/retracting the delivery wire against resistance. However, the cause of the braid damage could not be determined. The customer report of "resistance stuck during delivery" was also confirmed, as the pipeline flex shield was found stuck at the distal tip of the phenom 27 catheter. The observed damage to the catheter (flattening), braid (fraying), and hypotube (stretching) indicates that high force was applied. This damage could have resulted from the customer's attempts to advance or retrieve the pipeline flex shield through the catheter while encountering resistance. Possible causes of resistance might include vessel tortuosity and a lack of continuous flush with heparinized saline during the procedure. The customer indicated that the vessel's tortuosity was moderate and that a continuous flush was used, ruling out those factors as potential causes. As such, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the translation was incorrect. The snare was used to retrieve the ped stent.

Manufacturer narrative:
Continuation of d10: phenom 27 microcatheter product ID fg15150-0615-1s (lot: 232692625);  d9/h3: transfer to analysis site is in progress, not yet available for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline flex with shield technology stent was deployed in the right internal carotid posterior communicating artery (rt. Icpc). The deployment was planned and initiated from the middle cerebral artery (mca), however, when the deployment position was slightly changed to a more distal site, the pipeline came off the resheath pad. An attempt was made to deploy as is with the unsheath, but the twist could not be resolved and retrieval was performed. The navien support catheter "was removed and collected externally with a snare". The cause of detachment from the release pad is unknown. No problematic handling of the delivery wire was observed. The stent and phenom 27 microcatheter were replaced with a new ped2 of a different size and a phenom 27 from a different lot to complete the procedure. No patient symptoms or complications were associated with this event. The patient, with a history of hypertension, diabetes, and cardiac ablation, was undergoing dense mesh flow diversion surgery for treatment of an unruptured, saccular, rt. Icpc aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. The landing zone arterial diameter was 3.1 mm distally and 3.5 mm proximally. It was noted the patient's vessel tortuosity was moderate. Icpc artery access vessel diameter was 3.5 mm. Dual antiplatelet treatment (dapt) was administered. The platelet reactivity unit (pru) level was noted as 128. The angiographic result post procedure reported no particular problems. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). It was reported that it seemed like there was a different resistance compared to usual. No expansion failure was observed in the pipeline itself. There were no abnormalities, damage, or other malfunctions observed in the concomitant catheter. Ancillary devices included 6f (B)(6) guide catheter, navien intracranial support catheter (rfx072-115-08mp, lot b708840), amplatz goose neck snare (sk400, lot c170539).

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that when resheathing to change the placement position slightly more distally, the pipeline came off from the resheath pad. This was when premature deployment occurred. Additional information was received reporting that since the trailing end of the ped was inside the phenom 27, the hub of the phenom 27 was cut, and a loop of the sk snare was passed through the phenom 27. While guiding the snare along the phenom 27, the pipeline was grasped with the snare and retrieved. The snare was used to retrieve the snare. There was catheter resistance just beyond the hub. There was resistance encountered during delivery. A continuous saline flush was administered and maintained as indicated in the IFU. Wire pull was performed during resheathing. There was no rotation.